Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2017: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported the cause of the shock is unknown patient (pt) did not mention it to the manufacturer representative (rep). The implantable neurostimulator (ins) was readjusted and was able to cover areas of pain. This issue was resolved. Rep commented on the lead migrating. Pt has two perc leads; the upper lead is at top t7 and lower lead is at bottom t8. Originally implanted at top t7 mid t8. The patient was able to get adequate coverage with no impedances out of range. This issue is still ongoing.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID 977a260, serial# (B)(6), implanted: (B)(6)2017. Product type: lead, product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2017. Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt says their leads might have moved and will be seeing a manufacturer representative (rep) today at healthcare provider (hcp) office. They said "every once in awhile I get a shock in my breastbone area and I saw a rep because I was having pain down my leg so I met with him to have it adjusted". Patient said they had an x-ray about 2 weeks ago and says they don't know the results of it yet but will look at it today. Pt will follow up with rep/hcp. The patient was redirected to their healthcare provider to further address the issue.